Event description:
It was further reported that 519 days post-index procedure, the patient was diagnosed with restenosis without ischemic symptom. Pci was performed in (B)(6) 2009. The lesion located in the proximal lcx was treated with balloon angioplasty and deployment of a non bsc stent. Residual stenosis was 0%, and timi flow was improved from 2 to 3 through the procedure. The patient was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Manufacturer narrative:
(B)(4).

Event description:
Taxus express2 clinical study. It was reported that following a coronary artery stenting procedure, the patient experienced silent ischemia and restenosis. The lesion being treated was a 2.5mm, 90% stenosed, 15.0mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with pre-dilatation using two 2.0x15mm balloons at 14 atms. The physician then successfully placed a taxus express2 2.5x16mm study stent at 14 atm. Post-dilatation was performed using a 2.5x16mm (pre-dilatation balloon) and taxus 2.5x16mm balloon at 14 atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow 3. The patient was discharged 2 days later on panaldine and aspirin. At 308 days after the index procedure, at the 12 month follow up, coronary angiogram was performed and it was confirmed that there was 99% stenosis in the prox cx, timi flow1. It was confirmed that there was silent ischemia. At 28 days later, pci was performed. The lesion in the prox cx was 75% stenosed, 20.0mm long and blood vessel diameter was 2.0mm. An unknown stent was implanted in the lesion and residual stenosis became 0%. The patient was discharged 3 days later on continued panaldine and aspirin.